Event description:
It was reported that attempts were made to place the pacing leads during the implant procedure, however, high impedance and thresholds measurements were observed in various positions. The attempted leads were explanted and replaced with new leads. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.